Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type.

Event description:
Boston scientific received information that during a routine device replacement, upon removal of this implantable cardioverter defibrillator (ICD) from the pocket, the physician noted that the header was loose. The device was successfully explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.